Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative inspected the imaging system onsite and confirmed the tracker was intermittently visible with the navigation system. The tracker cable was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A manufacturer representative reported that while outside of a procedure, the right side trackers on the imaging system were flickering. There was no patient present when this issue was identified.

Manufacturer narrative:
The gpio cable for the imaging system was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.